Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head displayed a line in the image when movement started. The issue was found during setup/inspection for use (during setup in the room/before the patient was in the room). There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection, however, the customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event and troubleshooting was performed, which was able to resolve the reported event. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.